Event description:
It was reported that, during surgery set up and prior being used, the "footswitch vulcan" was not working, the pedal was unrecognizable, it had a bad port. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A visual inspection observed a rusted base, chassis, and screws on cable connector. The cable connector lockring is missing. A functional evaluation revealed no problems. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.